Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. Unable to perform receiver download and functional test due to dead receiver. The receiver case was opened for an internal visual inspection, and passed. Through troubleshooting it was determined u5 is defective. The reported event that the receiver ceased to function was confirmed due to is a defective u5. The root cause was determined to be a defective battery.